Manufacturer narrative:
It was reported that the patient has laxity. Replacement implants have been requested for revision surgery. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the patient has laxity. Replacement implants have been requested for revision surgery.